Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was kinked. It could not be determined when this damage occurred, and it could not be conclusively determined if this affected the device¿s ability to deliver insulin when the pod was worn. Multiple unsuccessful attempts were made to download data from the pod, but data was not able to be retrieved. The exact cause of this failure could not be determined, though a small amount of corrosion was observed on the pcb. No other evidence of damage or corrosion was found on internal components, and the source/timing of the corrosion could not be determined, nor could it be determined if it resulted in the pod's inability to connect and download. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide- model: ent450, 17845-5c-aw rev a 10/17, checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient's blood glucose (bg) rose to 270 mg/dl. In order to treat the high bg, an insulin pen was administered. The pod was worn on the patient's abdomen for longer than 48 hours.